Event description:
According to the reporter, the device jammed. The device was difficult to toggle, load and unload. They grabbed another device to resolve the issue in order to complete the case. There was no patient injury.